Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres for less than 30 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).